Event description:
On (B)(6) 2011, pt's mother emailed with generic message of infection. Several attempts to contact the pt were made with the first reply on (B)(6) 2011. The pt's mother reports inflammation when lenses are put in. They went to the doctor for what they thought might be an infection and he said that she had an inflamed eye. Pt's mother notes that they were being treated for 2 weeks, with drops. When she does not wear the lenses the issue seems to get better, but she still has discharge coming out of her eyes.

Manufacturer narrative:
This is being filed as infection. This report is linked to (B)(4). Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusion: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.